Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incomplete firing cycle. The analysis results found that one was received in good visual condition. The breakaway washer was present and cut; the device was received with only four staples present and protruding, indicating that the device had not been fired through a full firing stroke. While no conclusion could be reached as to how the washer was cut without the instrument deploying all the staples, it is possible that the returned anvil does not belong to the returned device. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties and did not disengage during functional testing. Although there is no conclusion as to what caused the reported incident, it is possible that the anvil was gripped by the locking springs while trying to reattach to the device. It should be noted that when attempting to reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. When this happens, the anvil will not sit correctly/completely in the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was being fired on the jejunostomy and the device did not fire. The rep stated that the anvil popped off. The device was removed and another device was used to complete the case.